Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verioiq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the meter issue first occurred on the evening of (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. Prior to the start of the alleged issue, the reporter indicated that the patient was ¿nauseous¿ and her ¿sugar dropped low and [she] was not able to test¿. As a result of the meter not holding charge, the reporter indicated that the patient consumed more food/drink on (B)(6) 2015. The reporter also indicated that the patient¿s blood glucose levels were tested at an unspecified time on the evening of (B)(6) 2015, and a result of ¿113mg/dl¿ was obtained on an unknown meter. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there had been no trauma or misuse of the product. The issue was a recurring problem. The meter had been charged until the charge complete message appeared and, based on the customer testing frequency, the meter¿s battery did not need to be replaced. The issue remained unresolved. Replacement products were sent to the patient. Although the patient reportedly developed signs/symptoms suggestive of hypoglycemia, the patient was already symptomatic prior to the start of the power issue. However, this complaint is being reported as a malfunction as the issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter and mini usb cable have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. The usb cable and ac adaptor passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.